Event description:
It was reported that a helium leak issue occurred on the carsiosave intra-aortic balloon pump (iabp). It was later reported that the helium tank emptied in 4 days of it being changed by the customer. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge fse evaluated the issue with respect to the cardiosave iabp unit, and confirmed that there was an issue within the cart and that there was a leak in the helium fill lines that connects from the tank to the cardiosave iabp unit. To fix this issue, the fse replaced the tubes and that connect to the unit from the helium tank, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Full event site name: long beach memorial medical center

Event description:
It was reported that a helium leak issue occurred on the carsiosave intra-aortic balloon pump (iabp). It was later reported that the helium tank emptied in 4 days of it being changed by the customer. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.